Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery. Customer also indicated that she has tried different cannula lengths. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer indicated that her blood glucose has been higher in the morning, but did not indicate the level. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.